Event description:
It was reported that the system was explanted and replaced due to infection. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported. Patient symptoms that was observed prior to the procedure is now added to the report. (B)(4). The codes are also added to this report.

Event description:
The patient experienced fever and chills and the pocket was also warm to touch prior to the procedure.